Event description:
It was reported that this left ventricular lead exhibited pacing inhibition of three seconds on the right ventricular channel. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.